Event description:
On (B)(6) 2014, this patient underwent endovascular repair of a type b complicated aortic dissection using a conformable gore® tag® thoracic endoprosthesis. On (B)(6) 2019, the patient presented with worsening baseline hypertension, leading to concern for development of malperfusion of the visceral segment (including renals). The patient also had issues with lumbar drain placement, so a diagnostic angiogram was completed (B)(6) 2019. On (B)(6) 2019, the patient underwent a tevar graft extension to improve hemodynamics in perivisceral aorta. The patient was discharged on (B)(6) 2019.